Event description:
The following was reported to hamilton medical ag: summary: self-test failed. Machine shows tf 431002. Unable to run the machine. Tightness test also failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the blower has been identified to be the faulty component. Replacement of the defective component solved the problem.